Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/severe and persistent pain'), blindness ('significant loss of vision'), thrombosis ('clot formed') and mental impairment ('brain fog') in a 45-year-old female patient who had essure (batch no. 948840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. Current weight: 370 lbs. In (B)(6)2016, endometrial biopsy was done but results was not provided. They told me that my fallopian tubes were blocked successfully. Concurrent conditions included menometrorrhagia since (B)(6) 2016, obesity, cough, rhinitis and blood pressure high. Concomitant products included levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2016 for genital bleeding as well as amlodipine besilate (norvasc), atenolol, ibuprofen, metronidazole, minocycline and naproxen. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), ear discomfort ("allergic or hypersensitivity reaction (ears burning)"), ear pruritus ("ear itching"), swelling ("swelling"), rash ("skin rashes") and depression ("psychological or psychiatric problems (depression)") and was found to have weight increased ("weight gain"). In 2013, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue / feel exhausted"), migraine ("migraines"), headache ("headaches"), urticaria ("rashes or skin conditions(hives)"), furuncle ("boils") and pain in extremity ("sores on hands/arm pain"). In 2014, the patient experienced alopecia ("hair loss"), hypoaesthesia ("neurological conditions or problems (numbness throughout my hands, arms, and feet"), neuralgia ("nerve pain") and insomnia ("insomnia"). In 2017, the patient experienced blindness (seriousness criterion medically significant) and vision blurred ("vision/eye problems (blurred)"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), menorrhagia ("menorrhagia / period for month/ clot are coming out the size of golf balls"), pruritus ("itchy skin / itchy finger"), arthralgia ("severe and persistent pain in my right hip/right knee pain/right ankle pain / sore on my hands"), back pain ("lower back pain"), bone pain ("right thigh bone pain"), musculoskeletal pain ("right shoulder pain"), musculoskeletal chest pain ("ribcage pain"), burning sensation ("burning sensation in the bottom of right foot"), dry skin ("dry skin"), dizziness ("dizziness"), somnolence ("I can just wake up after full nights sleep and then after about 2 hrs of being awake I tend to take a nap and sleep for another 3-4 hours"), stress ("stress"), emotional disorder ("emotional"), feeling abnormal ("brain fog"), throat irritation ("throat on fire") and dyshidrotic eczema ("dishidrotic eczema on hands, breakout, so itchy") and was found to have quality of life decreased ("quality of life decreased"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, blindness, thrombosis, mental impairment, ear discomfort, ear pruritus, swelling, rash, bladder disorder, urinary tract disorder, tooth disorder, fatigue, migraine, headache, neuralgia, depression, furuncle, pruritus, pain in extremity, weight increased, insomnia, burning sensation, dry skin, dizziness, quality of life decreased, somnolence, stress, emotional disorder, feeling abnormal and throat irritation outcome was unknown, the vaginal haemorrhage, hypoaesthesia, urticaria, arthralgia, back pain, bone pain, musculoskeletal pain and musculoskeletal chest pain had resolved, the menorrhagia and alopecia had not resolved and the vision blurred was resolving. The reporter considered alopecia, arthralgia, back pain, bladder disorder, blindness, bone pain, burning sensation, depression, dizziness, dry skin, dyshidrotic eczema, ear discomfort, ear pruritus, emotional disorder, fatigue, feeling abnormal, furuncle, headache, hypoaesthesia, insomnia, menorrhagia, mental impairment, migraine, musculoskeletal chest pain, musculoskeletal pain, neuralgia, pain in extremity, pelvic pain, pruritus, quality of life decreased, rash, somnolence, stress, swelling, throat irritation, thrombosis, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2012. Three coils of the essure were found within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6)2012: total bilateral occlusion. Ultrasound scan on an unknown date: results: fallopian tubes successfully. Concerning the injuries reported in this case, the following one/ones were reported via social media: burning sensation, dry skin, dizziness, quality of life decreased, somnolence, stress, emotional disorder,throat irritation and clot formed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. New event dishidrotic eczema on hands, breakout, so itchy. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/severe and persistent pain'), blindness ('significant loss of vision'), thrombosis ('clot formed') and mental impairment ('brain fog') in a (B)(6) female patient who had essure (batch no. 948840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. Current weight: (B)(6). In (B)(6) 2016, endometrial biopsy was done but results was not provided. They told me that my fallopian tubes were blocked successfully. Concurrent conditions included menometrorrhagia since (B)(6) 2016, obesity, cough, rhinitis and blood pressure high. Concomitant products included levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2016 for genital bleeding as well as amlodipine besilate (norvasc), atenolol, ibuprofen, metronidazole, minocycline and naproxen. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), ear discomfort ("allergic or hypersensitivity reaction (ears burning)"), ear pruritus ("ear itching"), swelling ("swelling"), rash ("skin rashes") and depression ("psychological or psychiatric problems (depression)") and was found to have weight increased ("weight gain"). In 2013, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue / feel exhausted"), migraine ("migraines"), headache ("headaches"), urticaria ("rashes or skin conditions(hives)"), furuncle ("boils") and pain in extremity ("sores on hands/arm pain"). In 2014, the patient experienced alopecia ("hair loss"), hypoaesthesia ("neurological conditions or problems (numbness throughout my hands, arms, and feet"), neuralgia ("nerve pain") and insomnia ("insomnia"). In 2017, the patient experienced blindness (seriousness criterion medically significant) and vision blurred ("vision/eye problems (blurred)"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), menorrhagia ("menorrhagia / period for month/ clot are coming out the size of golf balls"), pruritus ("itchy skin / itchy finger"), arthralgia ("severe and persistent pain in my right hip/right knee pain/right ankle pain / sore on my hands"), back pain ("lower back pain"), bone pain ("right thigh bone pain"), musculoskeletal pain ("right shoulder pain"), musculoskeletal chest pain ("ribcage pain"), burning sensation ("burning sensation in the bottom of right foot"), dry skin ("dry skin"), dizziness ("dizziness"), somnolence ("I can just wake up after full nights sleep and then after about 2 hrs of being awake I tend to take a nap and sleep for another 3-4 hours"), stress ("stress"), emotional disorder ("emotional"), feeling abnormal ("brain fog") and throat irritation ("throat on fire") and was found to have quality of life decreased ("quality of life decreased"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, blindness, thrombosis, mental impairment, ear discomfort, ear pruritus, swelling, rash, bladder disorder, urinary tract disorder, tooth disorder, fatigue, migraine, headache, neuralgia, depression, furuncle, pruritus, pain in extremity, weight increased, insomnia, burning sensation, dry skin, dizziness, quality of life decreased, somnolence, stress, emotional disorder, feeling abnormal and throat irritation outcome was unknown, the vaginal haemorrhage, hypoaesthesia, urticaria, arthralgia, back pain, bone pain, musculoskeletal pain and musculoskeletal chest pain had resolved, the menorrhagia and alopecia had not resolved and the vision blurred was resolving. The reporter considered alopecia, arthralgia, back pain, bladder disorder, blindness, bone pain, burning sensation, depression, dizziness, dry skin, ear discomfort, ear pruritus, emotional disorder, fatigue, feeling abnormal, furuncle, headache, hypoaesthesia, insomnia, menorrhagia, mental impairment, migraine, musculoskeletal chest pain, musculoskeletal pain, neuralgia, pain in extremity, pelvic pain, pruritus, quality of life decreased, rash, somnolence, stress, swelling, throat irritation, thrombosis, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2012. Three coils of the essure were found within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Ultrasound scan on an unknown date: results: fallopian tubes successfully. Concerning the injuries reported in this case, the following one/ones were reported via social media: burning sensation, dry skin, dizziness, quality of life decreased, somnolence, stress, emotional disorder,throat irritation and clot formed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- new event throat irritation and clot formed were added. Outcome of the event vision/eye problems (blurred) was updated from unknown to recovering/resolving and hair loss was updated from unknown to not recovered/not resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.